Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, failed during procedure, mega suturecut needle driver jaws came apart and stayed open, steel cable was sticking out. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Isi followed up with the initial reporter and obtained the following additional information: the tip of the instrument was damaged. Yes, the instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during procedure. No fragment fell inside patient anatomy.